Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported that she was hospitalized and diagnosed with ketoacidosis while she was using the pump, and she believed it was a delivery problem in the pump. Before going to hospital the pump had displayed some occlusion errors. Therefore, the patient changed the cannula and changed the site of insertion, but even changing it, her blood glucose level didn¿t lower. When arriving at the hospital she had a blood glucose test performed and obtained the result of 500 mg/dl. She had insulin administration intravenously and was discharged on (B)(6) 2022. By the time of the phone call the patient was okay, already at home.